Event description:
Trinity / mobilit revision after 24 days due to infection.

Manufacturer narrative:
Per (B)(4) - final report. Additional information, including operative notes and serious adverse event documentation, has been communicated by the reporter. The appropriate devices details have been provided and the relevant device manufacturing and sterilisation records have been identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to the reported event. The reported devices were manufactured, packed and sterilised to the correct specifications at the time of manufacture. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted. As the surgeon confirmed that the link between the devices and the event is excluded, the root cause is considered as external. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per (B)(4) - initial report. Additional information, including operative notes and serious adverse event documentation, have been communicated by the reporter. Available information will be detailed in a supplemental report. The appropriate device details were provided. The relevant device manufacturing records will be identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity/mobility revision after 21 days due to infection.